Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen would intermittently make selections and navigate through different menus without the customer's interaction; consequently, customer is unable to deliver a bolus. Customer's blood glucose was approximately 115 mg/dl. Reportedly, customer continued to use current pump for insulin therapy.